Event description:
It was reported that 1.5 years ago the patient had started having issues with pain. The patient¿s healthcare provider (hcp) did a dye study (date not reported) and they weren¿t able to get spinal fluid to make sure medicine was out of the pump and it never did come out. Per reporter, ¿it malfunctioned and "they were not able to get spinal fluid when should have got spinal fluid¿. They went ahead and did a push with the medicine and the patient had a hard time breathing and had to be monitored. The patient felt like her skin was tingly, felt like something was heavy on her chest and had an unspecified pulse rate change and was in the hospital (dates not reported). It was reported the patient was still having issues with pain control. The patient had reflex sympathetic dystrophy (rsd) and had a flare up of it and that is what prompted the patient to go in and get checked because she wasn¿t getting relief. The reporter stated when they did the push the patient was unclear after the push and came home seeing stars, really incapacitated and was having issues mentally which is still occurring. The patient was tingly in her legs and also had experienced mental, confusion and clarify. The caller was redirected to the patient¿s hcp and it was reported the patient had an appointment scheduled with her hcp in two weeks. Baclofen and marcaine (bupivacaine) were delivered via an implanted pump.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731, serial# (B)(4), implanted: (B)(4). 2005, product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(4). 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that patient had experienced short term memory loss and lethargy with lack of usual pain relief; cause of the event unknown. Intrathecal pump dose adjustments were made. Pump study was attempted on (B)(6) 2011 for chief complaint for increased pain and the healthcare provider was unable to aspirate from the access port. Patient was weaned down and preservative free normal was instilled in the pump on (B)(6) 2013 and pump was turned down to infuse at minimum flow rate. Pump remains implanted.